Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2017 at 1:30pm when he obtained a blood glucose result of 294mg/dl using the subject device which he felt was elevated compared to how he was feeling and/or his usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient usually manages his diabetes using pills, diet and/or exercise and denied making any changes to his usual routine in response to the alleged issue. The patient claimed that he experienced symptoms of ¿shaky¿ approximately 15 minutes after the alleged issue began, and denied receiving any further form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, and the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.